Event description:
Clinical staff found a thermometer that was not in immediate patient use leaking. The batteries were found corroded and busted and were thrown away. The unit was sent to biomed for evaluation. The batteries are the original batteries sent with the unit from the manufacturer: duracell, procell, aa alkaline batteries pc1500 1.5v.